Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does notassist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late , pain and exchange.

Event description:
Patient reported left side exchange from textured to smooth, pain ¿swelling¿, and ¿pockets of fluid¿. Device remains implanted..